Manufacturer narrative:
We received your event description for the above mentioned lead and would like to thank you for supporting our post-market surveillance. As of today, the lead is not available for analysis, therefore the lead itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the lead itself become available for analysis, the investigation will be updated.

Event description:
Patient presented with inappropriate shock due to ventricular lead noise. Capture threshold and impedance were out of normal range and the graphic showed these values changed abruptly 3 months ago approximately. The doctor decided to explant the ventricular lead and implant a new one. During surgery, it was noticed the atrial lead was dislodged and already entering the ventricle and then it was repositioned.